Manufacturer narrative:
Additional procode: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Manufacturing location: monument. Manufacturing date: sept 4, 2013. Expiration date: july 31, 2022. Part number: 456.480s, 12mm/130 deg ti cann troch fixation nail 400mm/right- sterile. Lot number: 7469720 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance, (B)(4) rev a met all inspection acceptance criteria. Inspection sheet, inspect dimensional, (B)(4) rev u met all inspection acceptance criteria. Inspection sheet, final inspection, (B)(4) rev g met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev j was reviewed and determined to be conforming. Packaging bom was reviewed and found to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed because the complaint condition of ¿removal due to non-union¿ does not indicate breakage of the nail or any of its components. Therefore, DHR review of the raw material would not be relevant to the reported condition. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of trochanteric fixation nail (tfn) devices due to non-union. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report is for one (1) 12mm/130 deg ti cann troch fixation nail 400mm/right-ster. This is report 1 of 4 for (B)(4).